Event description:
It was reported that the left ventricular (lv) lead had been "programmed off" previously for high impedance and no capture. The physician had noted that "at some point the patient [had] inserted a knife into [the] device pocket" which could have "potentially damaged the lv" lead. It was further reported that the lv lead experienced an apparent fracture and high thresholds. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the left ventricular (lv) lead had been "programmed off" previously for high impedance and no capture. The physician had noted that "at some point the patient [had] inserted a knife into [the] device pocket" which could have "potentially damaged the lv" lead. It was further reported that the lv lead experienced an apparent fracture and high thresholds. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.